Event description:
Philips received a complaint by the customer on the v60 indicating that the unit powered off by itself. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit powered off by itself. The customer also reported that the unit powered back on with an event inoperative error. A biomed later verified that there were error codes 1101 and 3007 in the significant log. The remote service engineer (rse) then informed the customer that the service manual provides a description of the error codes, which the rse then explained, that if error code 1101 occurs in conjunction with the diagnostic code 3007 then there are a software exception and no action is required. The rse suggested to have the unit run and perform the performance verification test (pvt). The investigation is ongoing.

Manufacturer narrative:
It was reported that the unit powered off by itself. The customer also reported that the unit powered back on with an event inoperative error. A biomed later verified that there were error codes 1101 and 3007 in the significant log. The remote service engineer (rse) then informed the customer that the service manual provides a description of the error codes, which the rse then explained, that if error code 1101 occurs in conjunction with the diagnostic code 3007 then there is a software exception and no action is required. The rse suggested to have the unit run and perform the performance verification test (pvt). Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.